Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector was damaged. The following information was provided by the initial reporter: "the white air bleeder/stopper at the end of the tubbing was off. It should be on or blood can flow out and become a hazard."

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of vent plug / loose / missing were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector was damaged. The following information was provided by the initial reporter: "the white air bleeder/stopper at the end of the tubbing was off. It should be on or blood can flow out and become a hazard."